Event description:
Complainant alleged that during a routine shift check by a clinician, they were not able to seat the battery into the device resulting in the device powering off. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.